Event description:
It was reported that when the presyncopal patient presented in clinic noise and intermittent loss of rv capture were observed. Lead fracture was suspected when it would not accept a stylet during revision procedure. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Clavicle crush damage was noted at 25.2-26.8cm from the distal tip. The etfe coating was damaged and the inner coil was exposed at this location, consistent with the field observation of noise and intermittent loss of capture. Blood clogged in the inner coil at this location restricted the stylet.